Event description:
It was reported to medtronic minimed that the customer experienced he damage at the battery compartment back side and also stated that the battery lasted less which impacted the pump functionality. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. Battery cycle 45.0 received the lowbatteryalert (104) on 03/25/2025 10:19:00 after more than 7 days at 7.68 days. Battery cycle 44.0 received the lowbatteryalert (104) on 03/17/2025 15:00:00 after more than 7 days at 9.1 days. Battery cycle 43.0 received the lowbatteryalert (104) on 03/08/2025 12:23:00 after more than 7 days at 11.87 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss were noted during testing. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors were plugged in properly and no moisture damage was noted. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, and a cracked battery tube compartment. In conclusion, the customer¿s allegation of charge/battery lasting less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records, and the unit was tested successfully. Customer allegations of damage to the battery compartment were confirmed during visual inspection when a cracked battery tube compartment was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.